Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was occurred during fill one of peritoneal therapy. The home patient (hp) stated that there was a hole in either the heater bag or heater line tubing when the hp pulled the lines at the door but the source of the leak could not be seen. The hp would start over with new supplies and bags. There was no patient injury or medical intervention associated with this event. No additional information is available.